Event description:
It was reported to philips that the system was unable to perform fluoroscopy due to a free disc-space/exposure failed error.the clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
An onsite service request was created, and a quote was requested. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).